Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.